Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for a follow up visit, high, out of range, high voltage capture threshold issue and low, out of range, high voltage impedance issue were observed on the rv lead. Programming changes were made. Patient was stable.

Event description:
New information received on november 7th, 2018 states that patient received a vibratory notification alert for low, out of range, high voltage lead impedance issue. Lead remains implanted and is being monitored. Patient is stable.

Event description:
New information received on (B)(6) 2018 states that patient presented to the emergency room with chest pain while lying on the left side since (B)(6) 2018. The r-waves were measured in normal range. During rv threshold testing patient experienced severe chest pain. The pacing lead impedance measured normal. Physician elected to explant the entire device and lead system due to the patient having pain with premature ventricular contractions and rv pacing. Patient ejection fraction has been normalized since the explant and the patient was stable.

Event description:
New information received on december 12th, 2018 states that r-waves measure low amplitude variation. The rv pacing lead impedance high when first implanted and lead impedance has continued to be decline below normal range.

Manufacturer narrative:
Analysis was normal. No anomalies were found.